Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD displayed alerts for long charge time, charge circuit timeout, charge circuit inactive and had triggered an end of service (eos) alert. The physician was informed that external methods must be used for treatment as the device was unable to provide therapy in its current status. The device was extracted and replaced. No patient complications have been reported as a result of this event.